Event description:
A hemodialysis inpatient user facility has reported that during treatment the pt experienced two blood leaks related to the crit-line blood chamber and the customer combi set. The estimated blood loss was approximately 110ml due to the two blood leaks approximately 100ml through the site of the arterial line/dialyzer connection and less than 10ml from the heparin line. The pt was reclined in her chair and her arterial blood was rinsed back. The venous blood was not rinsed back due to air in the tubing. A stat hemoglobin was drawn and the pt received 300ccs of normal saline. She was placed on oxygen at 3 liters. Her hemoglobin dropped to 8.7, then 7.6 from her previous treatment's hemoglobin of 9.7 on (B)(6) 2014. The pt was alert and talking and remained asymptomatic. There was no blood transfusion required. The heparin line was reported to be dysfunctional where the end cap would not screw on and began leaking after two hours of use. The heparin line was clamped, tied in a knot and the bleeding stopped. The pt's post-dialysis vital signs were: blood pressure: 143/64, pulse: 83 and regular, respirations: 18, and temperature: 97.6. Medical intervention involved oxygen, 300ml of normal saline, arterial line blood return, and trendelenburg position. The 2008t hemodialysis machine had passed all tests prior to use.

Manufacturer narrative:
Medical records concluding summary of findings as event related to fresenius product(s): based on the 19 pages of medical records information and a review of the documentation in the fresenius pilgrim system, it appears that on (B)(4) 2014, while receiving hemodialysis, the pt experienced two blood leaks related to the crit-line blood chamber and the customer combi set. This pt experienced a blood loss of approximately 110ml due to the two blood leaks. Medical intervention involved oxygen, 300ml of normal saline, arterial line blood return, and trendelenburg position. The 2008t hemodialysis machine passed all tests prior to use. The first blood leak of 100ml was not discovered by the clinic staff until 40 minutes after the event occurred. The second blood leak was allegedly due to a dysfunctional heparin line, where the end cap would not screw on and began leaking after two hours of use. It is undetermined if there is a reasonable suspected causal relationship between the products and the event. This event is being filed as an MDR reportable serious injury to comply with our regulatory commitment to report any serious injury while using a fresenius device if the device investigation has not been completed.